Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent damage and movement, catheter removal difficulties occurred and the patient developed ischemia. The de novo target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (prox lad) with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. Ejection fraction was 50%. The physician attempted to treat the concentric lesion with direct placement of a 3.00x24mm promus element plus stent. With the stent positioned at the tip of the balloon, the physician discovered a foreshortening of the stent in angiography as the stent was moved into the left main coronary artery (lmca). It was impossible to move it back into the 6f guide catheter, thus the physician concluded that the stent was stuck in the left main coronary artery. Several attempts to remove it failed and the patient was developing ischemia. Eventually the physician had to place a 2.5x18mm non-bsc stent next to the dislodged stent and dilated it against the vessel wall. Five other non-bsc stents were deployed in the intended target lesions afterwards during this procedure. There were no further patient complications reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).